Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s lead had migrated. X-rays confirmed lead migration. As a result, patient underwent lead revision surgery on (B)(6) 2018 and migrated cervical lead was repositioned into epidural space. Effective therapy has been restored post-operatively.